Event description:
Description of event according to the initial reporter: component separation. (B)(6) 2016: index procedure: cook 4-vessel custom branched endograft with taa proximal extension (zteg, esbe and tbe). (B)(6) 2020: component separation between the custom endograft and taa extension: repaired with alpha (B)(4). (B)(6) 2021: patient was transferred from an outside hospital with symptomatic taaa/separation of alpha graft from custom endograft. Due to other comorbidities, no intervention was performed (B)(4). Patient outcome: no intervention was performed due to comorbidities. Patient was discharged to home with bp control. The patient did not have any additional procedures due to this occurrence.